Event description:
Right femoral angiogram performed. Perclose closure device failed to deploy. Abbott perclose rep notified. Device returned to co for analysis. Pt taken to surgery for removal of device.